Event description:
The customer reported that insulin was leaking from the reservoirs and has been causing his blood glucose to rise. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.